Event description:
The patient was discharged from the hospital via ambulance to a skilled nursing facility. Upon arrival at the snf, the patient was found to have what appears to be a second degree burn on her left hand, palm, wrist, and between some of her fingers. There also is a burn on the inner aspect of her right wrist. No such assessment findings were present while the patient was at the hospital before she was discharged. The receiving snf noted that the patient's left lower arm/hand had a prism heat pack with a gauze roll holding it in place. The patient's husband has retained the device. Per the husband, the heat pack is not broken and is not leaking.